Manufacturer narrative:
Corrected information has been provided in b1 (is adverse event), b2 (is required intervention) and h1 based on changed of reportability.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), and h1 (type of reportable event). Upon review, it was identified that the reportability has been updated. Corrected information was provided in d1 (brand name). Upon review, the brand name has now been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the ¿purge pressure sensor defective¿ alarm could not be determined due to the inability to reproduce the issue.

Manufacturer narrative:
H6 medical device problem was corrected.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller generated an error in the purge system. No patient harm was reported.

Manufacturer narrative:
The reported failure mode has been confirmed. The root cause has not been determined and no issues have been found during the investigation so far. The investigation is still ongoing.